Event description:
It was reported that, "the pt fell at home resulting in a troch fracture and subsidence of femoral stem. Proceeded to modular restoration implant. No further info per hospital protocol."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as pt retained explants. If additional info becomes available, then it will be submitted in a supplemental report.